Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 9.5 cm abdominal aortic aneurysm which extended into the iliac arteries approx 33 months ago. The aortic neck was severely angulated. It was reported that originally the bifurcated stent graft was deployed above the renals and pulled down to be positioned below the renal arteries; however, during the pull down to uncover the renal arteries, it fell into the aneurysm sac. Three aneurx cuffs were required to build the device up to the renal arteries (this was not reported to medtronic at that time). A CT demonstrated that the stent graft has migrated approx 15 mm distally, resulting in a proximal type 1 endoleak (see MFR #2953200-2009-00415). A talent aortic cuff was implanted 5 - 10 mm above the proximal most aneurx cuff and the final angiogram showed the proximal type 1 endoleak was successfully resolved (see MFR #2953200-2009-01182). Additionally a 28 mm aneurx aortic cuff was implanted distally to address a distal type 1 endoleak which was due to a dilated and aneurysmal (7.9 cm diameter) rcia which was also very tortuous at the location of an iliac limb extension (see MFR #2953200-2009-01183). An additional cuff was attempted to be implanted; however, it could not be advanced. No further attempts were made. A follow-up cta from 10 months ago showed no sign of an endoleak. It was reported that the pt presented to the hospital approx 1 month ago with left flank pain and the aneurysm was found to have ruptured. The decision was made to explant the stent grafts. The explanted stent graft was received and its analysis is pending no additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Endoleak, rupture, severely angulated aortic neck and iliac arteries, aneurysmal iliac arteries.